Event description:
Report rec'd of injury to a finger while an employee was opening the wheelchair for use. The nurse's left ring finger was "caught between the bars of the wheelchair upon opening" and she sustained a "smashed finger including a fracture." The finger was splinted and the nurse could not work for an unspecified amount of time. She was subsequently released back to work. The report source stated that a second incident occurred with a chaplain who sustained soft tissue injury to his left middle finger tip with no adverse sequelae. There was no pt involvement.

Manufacturer narrative:
The wheelchair remains in use and there is no indication or report of a malfunction. Current product manual provides instructions regarding opening the wheelchairs and cautions regarding potential finger pinch points for all wheelchairs. Additionally, wheelchairs contain a pictorial label on the seat bar that has a symbol with a hand under the universal circle with line indicating "no."